Manufacturer narrative:
The insulin pump was received with blank display however, after electronic board was separated and reconnected the insulin pump powered properly; the problem was isolated to the electronic stack. No unexpected constant tone, beeping or unexpected restart alarm. The buttons keypad works properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. After troubleshooting, display did not return. Device was giving a constant tone. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.